Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unusual grinding noises during the rewinding process. A pump error alarm. It was also reported that the pump had an unknown error code alarm. It is unknown if the customer was able to clear the alarm and were complete the rewind process. Customer declined to provide their blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.